Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder prosthesis surgery it was noticed that the driver is dull and the screwdriver fell apart outside of the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Visual inspection identified that the drive geometry at the distal tip of the returned driver shaft, t-15, medium, had rounded and twisted. No chips from the tip were returned for investigation. It was not indicated if a torque-indicating adapter had been used with the device. Functional testing was not performed due to the damaged distal tip of the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage torquing/engaging the driver within the screw head. Device manufactured in 2021.